Manufacturer narrative:
(B)(4).

Event description:
The patient reported through a manufacturing representative that they had a decrease in pain control. A dye study was performed on an unknown date, and the catheter looked perfect. The pump was replaced on (B)(6) 2015. It was noted that the issue was resolved at the time of this report. The patient's status was "alive- no injury" at the time of this report. The system was delivering infumorph 10mg/cc at a dose of "1.464." The indications for use were non-malignant pain and post surgical neuritis. The lot number was unknown. The reason for the pump replacement and the patient's outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care provider (hcp). The eri (electronic replacement indicator) of the pump was nearing end of life. It was decided to electively replace the pump due to the eri nearing end of life. See MFR report 3007566237-2015-03749 for additional information not covered in this report.